Manufacturer narrative:
Investigation summary: no sample was received. No photo was provided. Investigation conclusion: this is the 2nd complaint for lot # 8019840 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: root cause can¿t be confirmed.

Event description:
It was reported that a damaged flange was found during use with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, the patient underwent subclavian vein puncture. During the puncture process, it was found that the barrel of the flush was broken and the flushing fluid leaked into the package bag, which could not be used normally. Therefore, it was immediately replaced without causing any harm to the patient."